Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va203d4, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-may-2023, UDI#: (B)(4). Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had their system replaced after a year and a half because of migration of the lead wire. They also mentioned they had ringing in the ear with their first system as well. They had their new system implanted on (B)(6) 2020.